Manufacturer narrative:
Based on the claim against the product by the customer noting unable to close clip, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if any additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument was unable to close the clip. The procedure was completed with a back-up instrument of another kind, with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage. The reported issue did not occur while loading the clip or prior to clip application. The surgeon was clipping a vessel/tissue bundle. The issue was related to the jaws remaining static. No unexpected motion. Jaws did not move side to side. The issue was not related to the clip opening after the closure. A weck clip was used. Green color. Diameter was 8mm. The instrument was used 5 times. A back up instrument was used. There is no images or video. Due to its privacy policy, the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint "instrument unable to close the clip". Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .029" offset at the tips. As a result, the clip could not be properly loaded on the grips. The most common cause of the failure mode bent-severely instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.